Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator following off label use during magnetic resonance imaging. It was not confirmed if back-up defibrillation was active during the back-up episodes. The device was restored. No further adverse patient consequences were reported.